Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm with thrombus in the sac. The aortic neck was 19 mm long and 23-26 mm in diameter with a mild calcified shelf, no thrombus, and 15 degree infrarenal angulation. The iliac arteries were mildly to moderately calcified. The right side was 12 mm in diameter, and the left side was 10-12 mm in diameter. After the endurant bifurcated stent graft was deployed without issues, a slight proximal type I endoleak was seen. The stent graft was ballooned, and the endoleak diminished. The endoleak was ballooned again; however, the endoleak was still faintly present. No further intervention was performed, and the patient will be monitored in 30 days by the physician. The small type I endoleak seems to have come from a large piece of calcium located at the seal zone near the renal arteries. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (related to a large piece of calcium located at the seal zone near the renal arteries). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (related to a large piece of calcium located at the seal zone near the renal arteries).